Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the insulin pump dropped while she was changing the battery and infusion set. She stated the cannulas were not bent. The customer's blood glucose was 462 mg/dl. The customer stated she had a low battery and suspended her insulin pump. When she checked if she received the full amount of insulin, she had not. The customer was treated with 10 units of insulins with a syringe. Troubleshooting was performed. The drive support cap appeared normal. No bubbles or gaps in insulin were found in the tubing. The settings were correct, however the last bolus was found to be missing in bolus history. A 0.2 normal bolus was programmed and appeared in history. A high pressure test was performed and passed. The customer stated the insertion sites were a little red. She was advised to change the entire set, reservoir and insulin. Nothing further was reported.